Event description:
Patient reported that a comparison between the ss meter and the lab (done 90 minutes apart) was 103 mg/dl (ss) and 162 mg/dl (lab). Symptoms were reported. Patient stated that was fasting for the first test and had coffee (with half & half) before the lab test. Control solution test result (116) was in range (83-124). Lfs rep reviewed cleaning, use of control solution and sov (series of variation). There was no allegation of harm.